Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that capture management on the device was not able to run. It was also reported that the atrial lead exhibited under-sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.